Manufacturer narrative:
In this case, the reported the reported difficult to remove- cds/sgc and difficult to open or close - clip close ¿ inability, difficult or delayed positioning-anatomy and noise, audible-noise during procedure could not be replicated in a testing environment. The reported break associated with the clip breaking from the coupler/mandrel and gripper separation, however, were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and the analysis of the returned device, a cause for the reported difficult to remove the tcds/clip from the tsgc associated with the clip becoming caught on the tsgc soft tip and difficult or delayed positioning associated with clip interacting with the anatomy cannot be determined. The reported inability to close the clip resulting in the clip breaking off from the tcds and noise appear to be due to procedural conditions associated with tension that was placed on the device due to the clip becoming caught on the tsgc soft tip and attempts to close the clip with the damaged components from the clip becoming caught on the tsgc. Material separation associated with the gripper separating from the clip per the account was related to the snaring of the clip. Embolism is related to the procedural conditions associated with the gripper embolizing when the clip was getting snared. Embolism as listed as a known possible complication associated with triclip procedures. Removal of foreign body and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and advanced into the right ventricle (rv). However, while in the rv, the clip became caught on the septal leaflet chordae. Troubleshooting was performed and the clip was successfully retracted into the right atrium (ra). The clip was advanced back into the rv, but this time, it became caught on the posterior leaflet chordae. The clip was successfully removed from chordae and retracted into the ra. At this point, the physician decided to remove and place the clip. While attempting to remove, the clip became caught on the soft tip of the triclip steerable guide catheter (tsgc). Troubleshooting was performed and the clip was removed from the tsgc. However, it was observed the clip was no longer able to close. The physician attempted to open the clip, then try to close it again. While doing so, a snap was heard, and it was observed the clip was no longer attached to the mandrel and the grippers had detached from the clip and embolized. A snare was inserted, and the both the clip and grippers were successfully removed. No additional clips were implanted, and the procedure was discontinued. Tr remained at a grade of 4.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.